Manufacturer narrative:
Hgb1610 lot # : 15705151 (B)(4). Engineering evaluation: the device was returned to gore and the engineering evaluation stated that the delivery catheter was returned with the device deployed off it. The delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. There was evidence of a bond inside the trailing olive. The leading end of the device was returned with retriever system.the findings from the evaluation are consistent with the physician¿s observations. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. The cause for the broken leading end of the catheter could not be determined with the currently available information. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: the patient presented with iliac aortic aneurysm which was treated with gore® excluder® iliac branch endoprosthesis on (B)(6) 2017. The ceb231210 was successful placed on the intended location. The hgb161007 was implanted in a crossover procedure, after the deployment the physician noticed that the leading olive was separated from the catheter and stuck distal in the deployed device. Several attempts with an indy otw¿ vascular retriever was necessary to remove the olive from the patient. The patient was doing well following the procedure.